Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round moderate plus profile 350cc saline catalog #3502350 lot #791026 sn # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a b)(6) caucasian female patient underwent primary breast augmentation with mentor siltex round moderate profile 350cc saline breast prostheses. The patient initially noticed that the right breast prosthesis was smaller. The patient's doctor also examined and observed the deflation. As a result, the patient underwent removal on b)(6) 2018.

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. During examination product evaluation observed a siltex cracking area on the posterior aspect and shell wear were also observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. Leak testing was performed according with mentor procedures and it revealed a rent measuring approximately 0.2 cm within the siltex cracking area. No other anomalies were found. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. The device history record ( DHR) of lot number 218313 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, mentor became aware that the replacement device was: mentor smooth round moderate plus profile 350cc saline, catalog #3502350, lot #7548317, sn #(B)(4). The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).